Event description:
It was reported that a user on day four of ilet pump use experienced hyperglycemia with a blood glucose of 359 mg/dl despite administering a subcutaneous insulin pen dose, expressed distrust of the pump, and was advised to disconnect from the pump and call back for a site change. Symptoms included dry mouth. Outcomes included user education, troubleshooting, and shipment of replacement supplies. Investigation included telephone-based assessment and troubleshooting. Investigation of this case revealed a cause of hyperglycemia that remained unclear, with possible infusion site or absorption issue not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.